Event description:
During an implant attempt of the subject device, connection issues were reported. Lead measurements taken during the procedure were normal; these leads were implanted on (B)(6), 2002. The physician indicated proper connection of the ventricular lead. However, clicking of the screwdriver was not obtained in the atrial channel. The physician loosened the set-screw, and upon removal from the pacemaker, the set-screw was attached to the tip of the screwdriver. Another pacemaker was subsequently implanted instead. It was further reported, that the physician reinserted the set-screw into the pacemaker header, and that it is not certain, if the proper screwdriver will be returned with the device. The returned screwdriver could be associated to the implanted device.

Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.